Event description:
Customer's daughter reports back to back testing to a professional meter while using the advantage system with results of over 500 mg/dl on customer's meter and 163 mg/dl on professional meter. No quality controls were run. No adverse event reported. Daughter reports customer does not have those strips left; a replacement was sent.